Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown procedure, the video system center displayed error code b40 making it impossible to continue the examination. After starting it up several times, it functioned normally and the doctor was able to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that a b30 error occurred, not a b40 error. The b30 error was due to a faulty printed circuit board; however, the root cause for the board fault was not determined. Olympus will continue to monitor field performance for this device.